Manufacturer narrative:
Device evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. The customer reported cracks and leaking were confirmed. The cracks in the tank cover were likely caused by overtightening the tank cover screws. The cracks could have also resulted from drop of the device. Customer damage/user interface was established as the root cause.

Event description:
It was reported that level 1 hotline low flow system (hl-90) was leaking from the bottom and clear cover. The unit had several cracks. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other text: additional information- no patient involvement. The issue was found during testing. Event information added to section b5.

Event description:
Additional information- no patient involvement. The issue was found during testing.